Event description:
It was reported the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). The patient noted irritation at the insertion site (abdomen) while wearing the pod for between 24 and 36 hours. A new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. Blood was observed on the device. Inspection of the hard cannula found the needle tip to be damaged. This damage can be confirmed as the cause of the reported events. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.